Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative " low circuit leak" condition occurred. The power turned off several times after each occurrence. Ventilator inoperative was found multiple times after each occurrence. The nurse in charge was not aware that the unit stopped working. The power on alarm started occurring with occurrences of pressure regulation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e-86 was recorded in the event log. The device's main board was replaced to address the issue. In addition, a life-related smell was observed. Therefore, the blower, inlet foam kit and outlet flow path.